Event description:
It was reported that the patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that the set screw backed out. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: a review of radiographic images show preop films are of poor quality but appear to show very osteoporotic patient with advanced kyphosis through the thoracolumbar junction due to compression fracture. This was initially treated with posterior construct and fusion t9 - l1 and there appears to be cement within the fractured t11 vertebra. The initial construct was at very high risk for recreation of kyphosis and pull out of screws which occured, requiring revision from t9 to l3. During the revision, screws were all augmented with cement due to the degree of osteoporosis. This represents a failure of biology and operative planning rather than the instrumentation. Addition of cement augmentation and a larger construct increased the number of fixation points, decreasing the bone/screw loading at each screw. Risk for refracture above the construct remains high.